Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During lab investigation, a distal bond peel was observed but remained intact to the device. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The lot number, expiration date, UDI number, and device manufacture date are unknown. The lot number was not provided by the hospital. The angiosculpt device was returned for evaluation. Visual examination found a distal bond peel but remained intact to the device. The scoring element was damaged and pulled distally. The transition tubing was stretched and the shaft was slightly necked. The intermediate bond was positioned over the balloon taper. Based on the lab analysis, it is probable that the user applied excessive exertion of force resulting in the damaged observed. Per the IFU, retained device component is a possible adverse effect of the procedure.

Event description:
Upon removal from the patient, the scoring element appeared unraveled.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.